Manufacturer narrative:
Additional information: h6 (update codes) and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h6: type of investigation, investigation findings and investigation conclusions (remove codes b17, c20. D15) and h11 (remove the statement "the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed"). Additional information: d9, and h3, h6(update codes) and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed on the sample; no leaks and no blockages were found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a micro volume extension set was perforated. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.